Event description:
Sorin group received a report that the level sensor failed to react during use. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures this level sensor. This event occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of post complaints to the new criteria. The level sensor was returned to sorin group (B)(4) for eval. Testing of the returned sensor was unable to reproduce the reported failure; the returned device performed as expected. The level sensor has been returned to the customer.